Event description:
Aventis case ID: (B)(4). Initial information for this spontaneous report was received on 02-jan-2008, via an email from a physician to another physician, with additional information obtained on 04-jan-2008 from the initial reporter: a physician reported that another physician had 2 patients treated with injections of poly-l-lactic acid [sculptra] who had generalized swelling of the injected areas and "cellulite changes without erythema of the skin." The physician sending the email reported that patients experienced hypersensitivity reactions with poly-l-lactic acid [sculptra], and stated that the patients begin to swell up where poly-l-lactic acid has been injected. This report involves patient 1 of 2 for the treating physician to whom the email was addressed, and patient 2 of 7 reported by the physician reporter.

Manufacturer narrative:
Additional information was provided after (B)(4) contacted the treating physician on (B)(6) 2008: a female in her (B)(6) had poly-l-lactic injections [sculptra] for cosmetic use from another physician. Details of reconstitution of product and volume injected were not known. Dates of poly-l-lactic acid treatments, and number of treatments not specified. She presented to the treating physician, 1 year after her last poly-l-lactic acid injection by the other physician, with significant generalized swelling, warm and tender skin and palpable nodules. The treating physician believes that the patient had a delayed hypersensitivity reaction. After treatment on unspecified dates with oral doxycycline 100mg bid, triamcinolone [kenalog] 2mg/cc injections at site of inflammation, oral antihistamines, nos, and topical pimecrolimus cream [elidel], the generalized swelling, warm and tender skin resolved, but the nodules remain. The treating physician does not think that the nodules will resolve, and does not intend to remove or biopsy them. No information provided regarding concomitant medication and medical history for this patient. History of allergies unknown. Lot number/expiration date not available for this patient. The physician stated that he has only seen the hypersensitivity reactions and nodules in the cosmetic patients and never with the (B)(6) patients. He also mentioned the events in general as delayed hypersensitivity reactions and delayed granulomas, that he has seen up to a year after the last poly-l-lactic acid injection. No additional medical information provided. Additional information for poly-l-lactic acid injectable (sculptra) from (B)(4): batch record review was without hint to root cause. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches marketed in USA. The review of the device history reports (dhrs) and of the analytical results of these batches did not show any anomaly that could be related to the event. The investigation results show that this kind of event is not batch related. Conclusion: no faults detectable.